Event description:
A report received from USA stated the device is experiencing a "hole/cut in hose" issue and is being returned for service. It is unk if the device was being used during surgery. It is unk if pt or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).